Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pt underwent a posterior spinal surgery. It was reported that the set screw cross threaded while being inserted into the bone screw. No pt complications were reported.